Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Loading device was not returned. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal was completely open and found in absolute deployed position. Blood was observed on the seal. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in and on the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. Based upon the received condition of the device, the reported complaint for the reported failure mode "failure to deploy" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.